Event description:
It was reported to boston scientific corporation that an escape basket was used for transurethral ureterolithotripsy procedure within the ureter. According to the complainant, during preparation when they performed the functional check of the device, the wire of the basket tip was found to be detached. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Manufacturer narrative:
A visual and functional analyses of the returned escape basket were performed. Following a detailed device analysis, it was found that the basket and all of the basket wires were present. One of the basket legs was broken at the basket wire forming cannula but sill attached to one end. The remaining basket legs were noted to be bent. It was noted that the basket would open and close, yet resistance was noted only as the basket entered the sheath. When the basket was in the closed position, the distal broken ends of the basket wire would not close into the sheath. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is ¿handling damage¿. Based on this analysis, this is now deemed non MDR reportable.

Event description:
It was reported to boston scientific corporation that an escape basket was used for transurethral ureterolithotripsy procedure within the ureter. According to the complainant, during preparation when they performed the functional check of the device, the wire of the basket tip was found to be detached. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.